Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, following initial deployment to a depth of 3 mm, an infold was observed in the valve frame. The valve was recaptured and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty was performed using a 22 mm non-medtronic balloon and a new valve was implanted in the patient. The event resulted in a 10-minute procedural delay. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.